Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that catheter stuck on wire and loss of aspiration occurred. An angiojet zelante catheter was advanced for thrombectomy procedure. However, during the procedure, the hydrophilic guide was stuck in the catheter causing inadequate aspiration. Both devices were removed and another of same catheter was used to complete the procedure. No patient complications reported.